Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer's screen would not come up and went white and further noted that an error generated. The hard drive was reimaged and all software updates were installed. As the hard drive was at less than 100% the hard drive was replaced as a preventive. (B)(4).

Event description:
It was reported that the programmer's screen would not come up. It would start to come up but then went white. The programmer was returned for service. There was no patient involvement.